Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the device would not fire on the first firing. A new device was used to complete the procedure. There was no patient impact.

Manufacturer narrative:
(B)(4). The analysis results found that the device was received with the jaw and cam ramps disengaged. This condition would not allow the jaws to collapse in order to form the clips. Possible causes for this condition may be inadvertent force, twisting or pressure being placed on the device jaws, using the jaws of the device as a dissector/retractor or damage to the jaws while entering the trocar. No incident related to the reported event was observed during the batch record review.